Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was having a problem with the patient programmer. The patient clarified he has increased the stimulation, but he is not feeling stimulation. The patient stated he is in group b 2.90v and not feeling anything. The patient reported he went for an MRI last week and put the ins into MRI mode and it worked perfect but after the MRI he turned the ins back on but could not feel the stimulation. The patient confirmed the MRI was unrelated to the patient¿s device/therapy. The patient synced the patient programmer to the ins. The patient confirmed the ins was on. The patient was then to increase the stimulation. The caller increased the stimulation to 3.70v and the caller could feel the stimulation good/comfortable. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.